Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported that t-wave oversensing (twos) was observed post pacing. Reprogramming was previously performed and intermittent twos remained. Additional reprogramming was performed and resolved the issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.